Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 386 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. The customer stated that while attempting to program the insulin pump, she inadvertently turned on the block feature. The customer stated that she did not know how to turn the block feature off, so for two days prior to the event, she did not bolus, leading to the high blood glucose levels. The customer was assisted with turning the block feature off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.